Event description:
Olympus was informed that at the end of laparoscopic supracervical hysterectomy procedure, the probe tip on the thunderbeat handpiece broke off inside the patient. The broken tip was not able to be located. The procedure was completed with another handpiece. There was no patient injury reported and the patient is doing fine.

Manufacturer narrative:
The handpiece has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.